Event description:
A customer reported a cartridge alarm identified as alarm 20. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support decided to replace the pump, and the customer showed interest in obtaining an out-of-warranty loaner pump. Additionally, the customer requested replacement cartridges as a result of losing at least 12 cartridges, which was approved.